Event description:
The device was used during a bullectomy procedure. Reportedly, the insulation was damaged and the device caused tissue burn. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.